Event description:
Attempted epidural placement. Blood obtained upon aspiration. Needle and catheter dc'd. A slight pop was felt as catheter was coming out. Examination of catheter revealed approximatey 3.5cm of catheter had sheared off as catheter and needle were being discontinued. Unable to see on x-ray although co says catheter is radiopaque.